Manufacturer narrative:
The practitioner reported to us the case of a broken screw abutment causing the mobility of the crown. The abutment is well screwed in the implant. The implant has been placed in 25 position on (B)(6) 2019. Five months later after the practitioner notes a mobility of the crown. We supposed that the implant wasn't well osseointegrated. The implant loss suggests that the source of the problem was likely to come from procedural errors and/or lack of osseointegration. Additionally, other factors that may have contributed to the implant failure include bone condition, patient oral hygiene, or patient behavior. (B)(4).

Event description:
The practitioner reported to us the case of a broken screw abutment causing the mobility of the crown. He told us that the use of a rescue kit was a failure. That is why, ultimately, the practitioner decided to remove the implant.